Manufacturer narrative:
Device eval anticipated, but not yet begun. (B)(4).

Event description:
It was reported that the ventilator went to standby while connected to the patient. The patient was bagged and the ventilator replaced. There was no injury. (B)(4).